Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the placement of the mesh on the patient, the surgeon observed that they were left small pieces of collagen in the glove. There was no patient harm.